Event description:
Results were erratic. The school nurse obtained results of 88, 22, 339 and 28 mg/dl. The event occurred after lunch and the nurse gave orange juice to drink when the lower results were obtained. The device also read hi and insulin was given to the student. The student was spilling ketones. Pt's glucose finally came down before bed time. Controls were in range. The device was replaced and requested to be returned for eval.